Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy. It was reported that the patient talked to a pain management healthcare professional (hcp) and they wanted to remove the implantable neurostimulator (ins) to implant the drug pump instead. The ins had not really helped that great with symptoms. It was reported that it gave just enough pain relief but not enough so that they could eat and drink without vomiting. The patient reported that they did not charge their ins for 6 months and it was probably dead. The patient had no therapeutic benefit as they expected. It was reviewed that if the patient had not charged for so long, their ins might be in overdischarge and they would not be able to connect to the ins with patient programmer and go into MRI mode. It was reported that the patient was now working with the pain management hcp who wants to remove the ins and install the pump instead. Relevant medical history includes pancreatitis and non-malignant pain. No outcome, intervention, or cause was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.